Manufacturer narrative:
(B)(4). Eval, results: (severe calcification), (stent damage, failure to deliver the stent). Eval, conclusions: (severe calcification). Device eval: the distal tip was partially flattened. The 1st six proximal stent segments were intact with no deformation evident to the struts. A number of struts on the 7th proximal segment were deformed. The remaining segments were severely stretched and deformed with a number of segments extending past the distal tip. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Event description:
The physician was attempting to implant a 2.5 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. The target lesion was severely calcified. Resistance was encountered while advancing the device to the target lesion and the device was removed. The device was inspected prior to use and no abnormalities were noted. No clinical sequelae were reported.